Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. There were no an error in the motor was detected by reading unexpected value from hall sensor alarms noted during testing. Possible under delivery anomaly not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an insulin pump error alarm. The customer's blood glucose levels were 367 mg/dl at the time of the incident. Troubleshooting was provided for the insulin pump error alarm. The alarm reoccurred during insulin pump rewinding. The insulin pump will return for analysis. The auto mode feature was not being used.